Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. The share log was reviewed and there was no data available. Was unable to retrieve bin file analysis as it would not pair with the bluetooth. The event of a failed transmitter error was undetermined. The root cause could not be determined post investigation.